Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for system implant. Post-implant, it was found that the right atrial lead exhibited failure to capture and failure to sense. It was revealed that the patient's atrial lead had two instances of dislodgement and confirmed via chest x-ray. The lead was explanted and replaced. The patient was stable.